Manufacturer narrative:
Additional information: according to the information received from the field the device was explanted due to lack of benefit. However despite requested neither further information nor the device has been received for investigation. A root cause for the reported issue cannot be determined.

Event description:
The user reported a lack of results with the device. The device was explanted and the user was re-implanted with another middle ear implant. Despite requested, no further information was received.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported a lack of results with the device. The device was explanted and the user was re-implanted with another middle ear implant.